Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and there was a connector finding. All pin/cap crimps are present but it appears that there is medical adhesive between the pin and the cap. It was also noted that the defibrillation conductor was distorted, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and had an apparent malfunction. It was further reported that the lead integrity alert triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.